Event description:
It was reported that the filter did not open completely and migrated into the pt's right ventricle. The physician was unable to remove the filter via a snare because of the location of the filter.

Manufacturer narrative:
The device is not available for eval; the filter was removed however has not been returned to the u.s. Importer or manufacturer for eval. Pathology results have not been provided to the importer or manufacturer. The manufacturer has received no further info regarding the pt or implantation procedure. A review of procedure films performed by a manufacturer representative was inconclusive. A review of the manufacturing records shows the lot of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of 60 vena cava filters, sold since 2008.